Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the damaged EKG cable required replacement, and they recommended the customer replace it with a new cable. The fse replaced the cable. Additionally, it was confirmed that certain parts could not be returned for failure investigation as they were retained by the customer. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) EKG cable is broken. There was no patient involvement.